Event description:
It was reported by the patient¿s wife that the patient had an infection prior to the patient¿s death. The spouse indicated the patient had ¿blood poisoning and staph infection over front of device¿. The spouse further reported that ¿when attempted to read device, unable to get reading, leads were not hooked up/barely connected/corroded and broken/frayed wires¿. The infection was noted to havespread through the patient¿s system and the patient required dialysis. Additional information related to the cause and circumstances of the patient death as well as the device function was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead implanted: (B)(6) 2012. (B)(4).